Event description:
A caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use specific techniques to press the button. However, the issue persisted, leading to the decision to replace the pump under warranty. The customer planned to use multiple daily injections as a backup therapy and was advised on how to return the faulty pump and put it into storage mode before doing so.